Manufacturer narrative:
Other applicable components are: product ID: 977a260, (B)(4), implanted: (B)(6) 2019, product type: lead. Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient wasn't receiving pain relief in their lower leg and instead felt abdominal stimulation. The patient denied falling. The representative attempted to reprogram the patient which only resulted in abdominal stimulation. An x-ray showed lateral lead migration. A revision was scheduled for (B)(6) 2019. No further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the lead revision resolved the issue. The lead was not going to be returned as there was no issue with the product per physician request. No further complications reported.